Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the pin inside the connector, it is likely the user applied excessive force when connecting the scope connector. As a result, the internal pin was bent and the image transmission between the scope and the processor was hindered causing an image abnormality. The following is stated in the instructions for use which can prevent the event: "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur."

Manufacturer narrative:
There is no additional information available for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. Upon inspection and testing the device, it was observed that a bent pin inside video connector causing ghosting image with 180 scopes. Video connector needs to be replaced. The user¿s complaint of image issues was confirmed. Device has up to date main switch. Minor misalignment on top cover and bottom chassis is not affecting functionality.

Event description:
As reported for this event during preparation for use, the device yielded blurry images. Upon contacts at the flat end of the device being cleaned, the image cleared once and then was washed out. There is no patient involvement and no reported harm to any patient.